Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a no delivery alarm and the absence of delivery. The customer's blood glucose level was 194 mg/dl. Through troubleshooting it was found that the product was occluded. The customer was able to clear the alarm and get insulin flowing by changing the set and reservoir. The products with issues were not replaced or returned.